Event description:
Boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be exhibiting premature battery depletion. A save to disc was sent to boston scientific for analysis. Additional information was received, some months later, that a second disk was being returned for analysis. The first data disk that was returned was blank. However, using the device's parameter settings and therapy delivery history obtained from the disk, engineering was able to make a rough estimation of when eri might occur. Our analysis indicates that the longevity of this device is not meeting specifications, and will need to be replaced earlier than estimates provided in product labeling. Analysis of the second disk also identified premature battery depletion. More information was received that this crt-d was explanted after reaching eri and will be returned for analysis. No adverse patient effects were reported. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
The device was explanted and returned for analysis however the deivce has been secured from analysis due to pending litigation. A analysis of a memory disk confirmed that this device has depleted faster than expected however root cause could not be identifed from the memory analysis. Once legal clearance has been received this device will undergo detailed analysis to isolate the root cause. No additional information is available at this time. If additional information becomes available, the event will be reopened. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be exhibiting premature battery depletion. A save to disc was sent to guidant for analysis.